Manufacturer narrative:
The customer checked the fitting on top of the probe and reagent syringe which were noted to be tight. The customer reported that the problem was resolved however called back on (B)(6) 2011 to report that the problem came back. A field service engineer (fse) went on-site (B)(4) 2011 and replaced the bubble generator which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a reagent probe of the unicel dxc 800 pro synchron clinical system was leaking. The leak was contained to the covers. No injury was reported and no erroneous results were generated.